Event description:
It was reported that a homechoice device experienced a system error 2267 (air and fluid in line/set) alarm during fill one of five of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that one of the lines had become disconnected during therapy. The patient started therapy over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. However, it was reported that there was a loose connection which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.